Manufacturer narrative:
Result: the penumbra reperfusion catheter 5max ace was kinked approximately 1.0 cm from the hub underneath the strain relief. The catheter was also fractured approximately 38.5 and 77.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that during the removal of the penumbra reperfusion catheter 5max ace from the sterile pouch, it was discovered broken. Evaluation of the returned product confirmed that the proximal shaft of the penumbra reperfusion catheter 5max ace was fractured in two locations. The proximal shaft of the penumbra reperfusion catheter 5max ace also kinked distal to the hub. This type of damage typically occurs due to improper handling during removal from the packaging. If the catheter is removed from the packaging at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, as the 5max ace was being removed from its package, a kink was noticed. A new 5max ace reperfusion catheter was used to complete the procedure.